Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
1218950-2017-08538 follow up was mistakenly reported as -003 and should have been follow up -002

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed self-check. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Report was incorrectly reported as 5 day. The report should be reported as 30 day initial report.